Event description:
Additional information was received providing the date when the infection was first reported by the patient.

Event description:
It was reported that the patient underwent a generator explant due to an infection. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.